Manufacturer narrative:
(B)(4). The field service representative (fsr) arrived and was able to duplicate the problem reported.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) discovered that the base while on alternating current (a/c) was displaying that it was on battery. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) during troubleshooting, found the power cord had a broken wire in it. The fsr removed the power cord and reinstalled, however the issue did not go away. There was no break in the wires. The fsr replaced the system batteries, battery module printed circuit (pc) board, but the symptoms did not change. The fsr reinstalled the original pc board. The fsr checked fuse f2, as it did not appear to be open, so the fsr reinstalled. The fsr along with manufacturer technical support (ts) performed a multiple of voltage checks and again checked f2 and it did not appear to be open after checking it with the multimeter. Ts asked the fsr to remove fuse f1 and install into f2 position and problem remained the same. After conversing with ts, the fsr informed him that he didn't replace f2 fuse because it ohmed out. Ts recommended the fsr remove f2 and install a new fuse. The fsr installed a new f2 fuse and the issue was corrected. The fsr also replaced f1 as a preventive measure. Corrective maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.